Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that 3.0mm ti va scr 18mm trileap(tm) and unk - plates: trauma were involved in a reported event. During an intraoperative procedure, the trileap 3.0 va locking screw would not lock into the trileap mtp plate at the proximal medial locking hole of the left-sided plate. Attempts to resolve the issue by drilling the near cortex with a 3.0 overdrill were unsuccessful, and the surgeon ultimately used a 3.5 cortical screw instead. There was no reported patient harm or consequence, and no observable clinical symptoms or patient involvement.